Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display, a black dot on screen and insulin pump not able to rewind. Customer's blood glucose was 500 mg/dl. Customer also reported to have received a failed battery test alarm. During troubleshooting, customer was able to clear alarm. Customer reported that blood glucose was high due to delay in picking up medication and was not using insulin pump due to alarm. Customer was advised that battery cap would be replaced.